Event description:
It was reported that during use of the right ventricular (rv) lead a warning triggered for high rate-non sustained episodes, sensing integrity counter for short v-v intervals. The rv lead appeared to be oversensing on current electrograms (egm) and high rate-non sustained episodes. The oversensing resulted in rates below programmed lower rate of 60 beats per minute (bpm) with noted occasional v-v interval of approximately 40 bpm. It was also reported that rv lead sensitivity was decreased. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that another lead integrity alert (lia) was triggered due to high rate non-sustained episodes and an elevated sensing integrity counter (sic). It was also reported that rv lead triggered a warning for a high defibrillation impedance. It was confirmed that the rv lead had a low voltage fracture. The rv lead was explanted and replaced.

Manufacturer narrative:
Correction: d6b product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil conductor was fractured in-vivo at the crimp of the cross-grove. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the crt-d was explanted and replaced.